Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: 3.0.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient presented to the emergency room and later admitted with hypoglycemia on approximately (B)(6) 2025. The patient's blood glucose level reportedly declined to around 40 mg/dl while wearing the pod for an unknown duration. The patient reported that the pod was leaking insulin during wear. Reported symptoms included cold sweats and shaking. The patient received treatment with fluids and insulin to stabilize blood glucose levels. The patient was discharged on (B)(6) 2025, following a three-day hospitalization.